Manufacturer narrative:
MFR reference no: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Constant door not fully latched was confirmed and was caused by failed link screws. The failed link screws were replaced.

Event description:
It was reported by a spectrum pump constantly alarmed the door was not fully latched. It was also reported that there was no patient injury.